Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia/paroxysmal supraventricular tachycardia ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a-h block which required a temporary pacing device. One hour after the catheter use, a-h block occurred due to ablation, resulting in complete block, and the ablation was stopped. At the end of the procedure, due to compensatory contraction, the rate was 50 to 60. The patient left the room with a temporary pacing device in place as a precaution. No extended hospitalization was noted. The physician¿s assessment on health hazard was serious. The physician¿s opinion on the cause of the event is that it is procedure related, due to excessive ablation. The physician's opinion on the relationship between the event and the product was that there is no relation to the carto 3 system or the product, there are no comments from the physician regarding johnson and johnson products. The issue was not related to the carto 3 system or the catheter. Since it was not a problem with the catheter, no replacement of the catheter and so on were performed. The contact force monitoring methods were real time graph, dashboard, vector, and visitag. The visitag coloring setting was tag index. The additional filter in visitag was force over time. No abnormalities were observed prior/during use of the product. There was no error code.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31647345l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).